Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the leads could not be fixed well due to patient anatomy. It was noted there were also high thresholds and high impedance on the leads. The leads were explanted and replaced. No patient complications have been reported as a result of this event.